Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server had displayed different information for quantity on hand (qoh) between the report and the manage inventory screen. A technical support specialist logged into the es server and restarted the extract transform load service it was observed that the extract transform load service was stalling, so knowledge article etl stalling during esr purge was applied. Following this, the extract transform load service started successfully. The case was monitored for the remainder of the day to ensure the issue did not recur. In the last 24 hours had passed without the issue reappearing, the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, had discrepancy between report and manage inventory screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, had discrepancy between report and manage inventory screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.